Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole and reddish material inside the pebax. A force test was performed, and the device was recognized and visualized correctly; however, error 106 was displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. The force issue reported by the customer was confirmed. The pebax issue observed is not related to the issue reported by the customer. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to address process opportunities related to adhesive issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (redo) ablation procedure with a vizigo catheter and during the procedure, when the physician connected the ablation catheter an ¿errore 1222¿ appeared on carto system. They replaced the cable with a new one and it happened again with the same problem and error. They opened a new catheter, and the problem was resolved and the procedure was completed successfully. There was no delay and there was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed a hole and reddish material inside the pebax. This finding is MDR reportable.